Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the conductor wire of a fenestrated bipolar forceps (fbf) instrument was broken. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found with a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip, and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical testing. The wire was fully broken. No signs of thermal damage were observed. Components adjacent the broken wire did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.